Manufacturer narrative:
(B) (4). At the time of this report no information related to the device performance is available. A follow-up report will be filed after review/investigation.

Event description:
AED prompt 'failure to analyze' during deployment - prompt continued after pads replaced. (B) (4)